Manufacturer narrative:
Estimated event date.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). An impedance check was performed and found a short circuit. External factors that may have contributed to the issue include the patient hitting their head on the trunk of their car a couple months prior to the short circuit finding. It was noted the patient was still receiving excellent therapy control. No actions were taken and no interventions were taken or planned. The issue was unresolved at the time of this report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Devices returned and analysis complete.analysis of the implantable neurostimulator (B)(4) revealed no significant anomaly. Normal end of battery life, telemetry and output okay. Analysis of the extension (B)(4) revealed no significant anomaly. Setscrew missing at distal end of extension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial#: (B)(4), implanted: 2014 (B)(6), explanted: 2017 (B)(6), product type: extension, product ID: 3389s-40, lot# : va0fghq , implanted: 2014 (B)(6), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating that ins was removed due to expected elective replacement indicator. The extension was also replaced and this resulted in regular impedance. The lead had insulation damage near the boot, it was unknown if this was related to the fall. It was secured with a new boot and impedances were found to be normal afterwards on the left side.